Manufacturer narrative:
The device and the lens were returned in a plastic bag inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned wrapped in gauze. Viscoelastic and fibers from the gauze are dried on the lens. The lens was cleaned with lphse. No lens damage was observed. The lens dimensions were acceptable (plan view) using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported delivery issue cannot be determined. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was difficult to deliver and was released halfway in the incision. The lens was removed immediately and the surgery was completed with another iol. There was no report of patient impact. Additional information was requested.